Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. The customer stated that there were some motor errors in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm. No cosmetic damage noted.